Event description:
It was reported by the rep that the (1) hp052 and the (1) lcs15 were used during a laparoscopic nephrectomy procedure. It was reported that the handpiece was connected properly and made the proper tones; however, the cutting and coagulation were noticeably slow. Coagulation was not occurring properly. The same handpiece was used with a different generator with similar results. There was a significant increase in performance when the handpiece was switched. During the same case, the lcs15 blade tip would not close uniformly leaving a noticeable gap at the tip making it difficult to grasp tissue. The blade was changed and they tried to reassemble it to no avail. The case was completed successfully with another lcs15. There was no pt consequence.